Event description:
The customer reported that they believed the device was not sealing tissue enough while during a total gastrectomy. End tones were heard during these attempts. It is unk what made the surgeon believe the tissue was not sealed enough. Another device was used to complete the case and there was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add¿l info pertinent to the incident is obtained a follow-up report will be submitted.